Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a sleeve gastrectomy procedure, the patient had bleeding. Due to the amount of bleeding, the patient was brought back for additional surgery where no seal sites of the device was found to have reopened.